Event description:
It was reported that when using the bd pyxis¿ medstation¿ es refrigerator was failed to open and required maintenance. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Additional information: section h imdrf annex codes correction: section b describe event or problem, section d medical device brand name, medical device catalog, unique identifier (UDI), medical device serial, medical device model, concomitant med prod data and section h device manufacture date a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 19-jan-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the refrigerator system was unable to be opened and required maintenance. A field service engineer remotely walked the customer through troubleshooting the device refrigerator malfunction to bring the station back online immediately. Further, the fse tested the unit in the application and monitored it remotely, to resolve the issue. The system functioned as intended after the field service engineer assessed the device.

Event description:
It was reported that when using the bd pyxis¿ es refrigerator failed to open and required maintenance. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.